Event description:
Heartport coronary artery bypass graft times 2 was being performed. The surgeon attempted to remove the endoarterial return cannula without success. Systemic perfusion was interrupted. Recannulation was established in the ascending aorta. The endoarterial return cannula and it's sheath were then removed. The cannula was labelled and sent to biomedical dept for medwatch reporting.